Manufacturer narrative:
Result of investigation: according to the investigation, it was observed that all samples are acceptable. Therefore the defect reported by the customer cannot be confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife¿ hygroscopic condenser humidifier (hchf) causing elevated co2 levels, decreased tidal volumes, and increased work of breathing with ventilated patient. The customer confirmed there was no harm occurred to the patient. The staff caught the issue and prevented the harm. There was mild deterioration in blood gas values.